Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal bleeding"), cyst ("cyst"), uterine disorder ("hyperemic uterus") and fallopian tube congestion ("hyperemic right fallopian tube"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. The reporter considered abnormal uterine bleeding, cyst, fallopian tube congestion, pelvic pain and uterine disorder to be related to essure administration. The reporter commented: hemostatic (incomplete term). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("also identified is a 2.5 cm in length x 0.3 cm in diameter cylindrical fragment of coiled silver metallic material") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of cholecystectomy in 2005 and abortion, nabothian cyst, umbilical hernia (umbilical hernia without obstruction and without gangrene ((B)(6) 2023)), depression, anxiety, parity 6 and multigravida. Patient has no known allergies. Concurrent conditions were listed as skin biopsy since 2021 as well as adenomyosis, obesity and periumbilical pain. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), abnormal uterine bleeding (" abnormal bleeding"), cyst ("cyst"), uterine disorder ("hyperemic uterus") and fallopian tube congestion ("hyperemic right fallopian tube"). The patient was treated with surgery (: diagnostic hysteroscopy, salpingectomy laparoscopic, removal of essure device). Essure was removed on (B)(6) 2023. The reporter considered abnormal uterine bleeding, cyst, device breakage, fallopian tube congestion, pelvic pain and uterine disorder to be related to essure administration. The reporter commented: hemostatic (incomplete term). Discrepancy noted in essure removal date: (B)(6) 2023 and (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.974 kg/sqm. [Computerised tomogram] on (B)(6) 2023: notable for umbilical hernia. [Pathology test] on (B)(6) 2023: specimen: left fallopian tube, essure coil; right fallopian tube, essure coil; "left fallopian tube, essure coil". Excision: benign endometriotic cyst. Benign fallopian tube. "Right fallopian tube, essure coil," excision: benign fallopian tube with para tubal cyst. Addendum comment: as noted in the gross description, silver metallic coiled material was noted in both the left and right fallopian tubes, consistent with essure coils. Microscopic description: microscopic examination has been performed on hematoxylin and eosin stained sections. Gross description: "left fallopian tube, essure coil": in formalin, 9.1 cm in length x up to 0.7 cm in diameter fimbriated fallopian tube. The serosal surface is purple-gray and glistening with focal hemorrhage and tan adhesions. There is a 1.7 x 1.6 x 1.3 cm well-circumscribed purple-white nodule/cyst adjacent to the fimbriated end. Sectioning exhibits a patent lumen with coiled silver metallic material at the proximal end, grossly consistent with an essure coil. The nodule on cut sectioning, corresponds to a bloodfilled unilocular cyst. The cyst contains multiple yellow-white excrescences up to 0.3 cm in greatest dimension. Right fallopian tube essure coil": in formalin, 11.3 cm in length x up to 0.9 cm in diameter fimbriated fallopian tube. The serosal surface is purple-gray, dusky and hemorrhagic with focal tan adhesions and several pedunculated para tubal cysts up to 0.9 cm in greatest dimension. Sectioning exhibits a patent lumen with silver metallic material at the proximal end, grossly consistent with an essure coil. Received separately is a 1.3 x 0.4 x 0.4 cm fragment of firm purple-pink cauterized tissue. Also identified is a 2.5 cm in length x 0.3 cm in diameter cylindrical fragment of coiled silver metallic material. [Ultrasound pelvis] on (B)(6) 2023: uterus: visualized. Size 105 mm x 63 mm x 56 mm; enlarged, globular. Position: anteverted. Malformations: none. Myometrium: heterogeneous with sonographic features of adenomyosis. Endometrium: indistinct endometrial-myometrial interface. Endometrial thickness, total 7.2 mm. Cervix details: nabothian cysts. Impression: endovaginal l sonogram was performed today due to the indications outlined above. The sonogram reveals an enlarged, heterogeneous uterus with sonographic characteristics of adenomyosis including posterior myometrial thickness greater than anterior myometrial thickness, indistinct endometrial-myometrial interface and hypoechoic striation shadows. These findings are highly suggestive of adenomyosis. Visualized portions of the endometrium otherwise appear normal without findings suggestive of endometrial polyps or mucosal fibroids. A homogenous structure was seen at the level of the adnexa, which based on clinical history, likely represents essure coils, right and left. Assessment and plan: essure device in place and associated chronic pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2024: medical record received. New event device breakage added. Lab data including (surgical pathology report) added. Medical history and new reporters (other health professionals) added. Medical history & reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding (" abnormal bleeding"), cyst ("cyst"), uterine disorder ("hyperemic uterus") and fallopian tube disorder ("hyperemic right fallopian tube"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. The reporter considered abnormal uterine bleeding, cyst, fallopian tube disorder, pelvic pain and uterine disorder to be related to essure administration. The reporter commented: hemostatic (incomplete term). Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("also identified is a 2.5 cm in length x 0.3 cm in diameter cylindrical fragment of coiled silver metallic material") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of cholecystectomy in 2005 and abortion, nabothian cyst, umbilical hernia (umbilical hernia without obstruction and without gangrene ( on (B)(6) 2023)), depression, anxiety, parity 6 and multigravida. Patient has no known allergies. Concurrent conditions were listed as skin biopsy since 2021 as well as adenomyosis, obesity and periumbilical pain. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), abnormal uterine bleeding (" abnormal bleeding"), cyst ("cyst"), uterine disorder ("hyperemic uterus") and fallopian tube congestion ("hyperemic right fallopian tube"). The patient was treated with surgery (: diagnostic hysteroscopy, salpingectomy laparoscopic, removal of essure device). Essure was removed on (B)(6) 2023. The reporter considered abnormal uterine bleeding, cyst, device breakage, fallopian tube congestion, pelvic pain and uterine disorder to be related to essure administration. The reporter commented: hemostatic (incomplete term) discrepancy noted in essure removal date : on (B)(6) 2023 & on (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.974 kg/sqm. [Computerised tomogram] on (B)(6) 2023: notable for umbilical hernia [pathology test] on (B)(6) 2023: specimen: a. Left fallopian tube, essure coil b. Right fallopian tube, essure coil a. "Left fallopian tube, essure coil," excision: benign endometriotic cyst. Benign fallopian tube. B. "Right fallopian tube, essure coil," excision: benign fallopian tube with para tubal cyst. Addendum comment: as noted in the gross description, silver metallic coiled material was noted in both the left and right fallopian tubes, consistent with essure coils. Microscopic description: microscopic examination has been performed on hematoxylin and eosin stained sections. Gross description: a. "Left fallopian tube, essure coil": in formalin, 9.1 cm in length x up to 0.7 cm in diameter fimbriated fallopian tube. The serosal surface is purple-gray and glistening with focal hemorrhage and tan adhesions. There is a 1.7 x 1.6 x 1.3 cm well-circumscribed purple-white nodule/cyst adjacent to the fimbriated end. Sectioning exhibits a patent lumen with coiled silver metallic material at the proximal end, grossly consistent with an essure coil. The nodule on cut sectioning, corresponds to a blood filled unilocular cyst. The cyst contains multiple yellow-white excrescences up to 0.3 cm in greatest dimension. B. Right fallopian tube essure coil": in formalin, 11.3 cm in length x up to 0.9 cm in diameter fimbriated fallopian tube. The serosal surface is purple-gray, dusky and hemorrhagic with focal tan adhesions and several pedunculated para tubal cysts up to 0.9 cm in greatest dimension. Sectioning exhibits a patent lumen with silver metallic material at the proximal end, grossly consistent with an essure coil. Received separately is a 1.3 x 0.4 x 0.4 cm fragment of firm purple-pink cauterized tissue. Also identified is a 2.5 cm in length x 0.3 cm in diameter cylindrical fragment of coiled silver metallic material. [Ultrasound pelvis] on (B)(6) 2023: uterus: visualized. Size 105 mm x 63 mm x 56 mm enlarged, globular position: anteverted malformations: none myometrium: heterogeneous with sonographic features of adenomyosis endometrium: indistinct endometrial-myometrial interface. Endometrial thickness, total 7.2 mm cervix details: nabothian cysts impression: endovaginal l sonogram was performed today due to the indications outlined above. The sonogram reveals an enlarged, heterogeneous uterus with sonographic characteristics of adenomyosis including posterior myometrial thickness greater than anterior myometrial thickness, indistinct endometrial-myometrial interface & hypoechoic striation shadows. These findings are highly suggestive of adenomyosis. Visualized portions of the endometrium otherwise appear normal without findings suggestive of endometrial polyps or mucosal fibroids. A homogenous structure was seen at the level of the adnexa, which based on clinical history, likely represents essure coils, right and left. Assessment and plan: essure device in place and associated chronic pelvic pain quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-mar-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.